Manufacturer narrative:
Other text: the device was received for evaluation. Visual inspection of the device revealed a counterfeit tamper seal on the device. The device also had a crack on the lower left cored of the top case and crack on right side of the plunger case. Review of the error history log showed a backup audible alarm post occurred. During functional testing, the device was found to power up and produced a backup audible alarm post. A counterfeit super cap was observed on the main board. Following replacement of the main board and preventative maintenance, the device passed functional testing. The root cause was determined to be user interface due to the use of unapproved/counterfeit components used to repair the device. Manufacturing service manual indicates the following: the unauthorized modification of this product may constitute a safety hazard, which could lead to patient injury or death, as well as the potential for property damage (including the risk of fire). A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Complaint trends will continue to be monitored. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)., corrected data: h6 and h10.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump had a back up audible alarm failure. No adverse patient effects were reported.